Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the rep found the patient's device to be at end of life and deemed it inoperable. Surgical intervention occurred on (B)(6) 2024 to explant and replace the device. Therapy was restored post operatively.